Event description:
Event description guidant received information that this pacemaker patient had a prior syncopal episode and the device was now being interrogated. When checked the device was working fine. The patient had an abnormal rhythm with intermittent heart block. The technical services consultant recommended checking the impedance measurements in unipolar configuration and have the patient do isometrics to recreate any issue related to movement. It was confirmed that the syncope was not related to the pacemaker. It was reported that months earlier the device had intermittent capture.